Event description:
It was reported to the manufacturer, via dealer, patient owns the lift and has manual. Per dealer, "they went to lift him up and the lift fell apart". Per the dealer's service department manager, "the spreader bar opened, the whole assembly opened up; unknown why. The patient received his new parts and is very happy. Per dealer, the patient had no injuries after fall. Further investigation revealed that the dealer ordered parts for the device, repaired the device and it is back in use. The dealer stated they don't know why it fell apart and the parts were sent back the first week of january. (B)(4) was entered into system to retrieve the parts back for evaluation.

Manufacturer narrative:
The device was received and is under evaluation.